Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error or unexpected insulin flow blocked alarms noted. Device was monitored no loss time noted. Device received with the audio and vibrator alert functioning properly. No audio or vibrator alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio/vibrate anomaly. The device would not follow the volume¿s setting and would not vibrate. The customer also reported a pump error alarm, hardware low level failure alarm, insulin flow blocked alarm, slow response time on button presses, and the fill cannula was not recorded in the daily history. Troubleshooting was not completed. The customer¿s blood glucose during the incident was 180 mg/dl. The device will be returned for analysis.